Event description:
A customer reported poor aspiration during a cataract procedure. The procedure was completed with the same system and accessories, with no impact to the patient.

Manufacturer narrative:
Investigation including root cause is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).